Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported the lead had high impedances. In turn, the lead was explanted and replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The returned octrode lead passed all electrical testing. No root cause was identified for reported event.